Event description:
On 6/13/97, the facility nurse informed the MFR's (MFR) senior sales specialist that the device was explanted due to a catheter dysfunction. No further details were provided at this time.